Manufacturer narrative:
Concomitant medical products: 3023 ipg, implanted: (B)(6) 2012; 3095-10 extension, implanted: (B)(6) 2005, 3889-28, lead (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a pericardial effusion due to a suspected lead perforation from implant of the right ventricular (rv) lead. The lead remains in use. No further patient complications have been reported as a result of this event.